Event description:
It was reported to tyco health care/kendall in early 2008 that a customer had a problem with a dialysis catheter. Customer reported that a catheter had a cracked adapter and catheter needed to be replaced.

Manufacturer narrative:
Add'l info received on 1/23/2008: per kimberly bessemery, charge nurse at dialysis center: "patient was a female, catheter was placed 2008, started use in 2008. An investigation is currently under way. Upon completion, the results will be forwarded.